Manufacturer narrative:
Corrected manufacturing site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the patient experienced a hematoma at the insertion site. While the introducer was being inserted a hematoma occurred at the insertion site that required manual compression for 10 minutes to resolve. Once resolved, another device was used and the procedure was completed with no adverse patient consequences.